Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported device damage. A visual inspection noted the bending section cover torn apart at the distal end portion of the device; however, no missing pieces were noted. The distal end glue was found in good condition; however, the metal skeleton was found exposed due to the bending section cover damage. In addition, foreign materials were noted on the exposed skeleton. The device was inspected using a microscope and found cuts and scrapes on the bending section cover. The device was serviced and returned to the user facility. The root cause of the bending section cover damage is most likely due to user handling when the device came in contact with a sharp/hard like object. The instruction manual contains several warning and caution statements in an effort to prevent patient injury and equipment damage. ¿never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged.¿ in addition, olympus made multiple follow-ups with the user facility by telephone and in writing in an attempt to obtain additional information regarding the reported event; however, no additional information was obtained.

Event description:
Olympus was informed that during an unspecified procedure, the patient's stone ripped the coating of the tip of the device and the sheath peeled off. It was also reported that part of the patient's ureter tissue came out of the scope. The patient's outcome is unknown. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fbn to fgb.